Event description:
This second MDR is being submitted for the second suspect product, also a device manufactured by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. A pt was skin tested and received several collagen injections from a former physician. In 2000 the pt received 1.5cc one formulation of collagen in the vermilion border of the lips from current physician. The pt received 2.5cc of another formulation of collagen in the vermilion border of the lips 3 days later. The pt experienced extreme, painful swelling of the lips on one evening and went to an urgent care and oral vicodin. The pt was seen by the treating physician 8 days later. The swelling had abated somewhat. The physician added a prescription of oral allegra to the drug regime started the evening before by the physician in the urgent care facility. The treating physician diagnosed hypersensitivity to bovine collagen.